Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of dapt. The patient came in for their 45 day follow up imaging procedure. The computed tomography imaging showed that there was a device related thrombus present on the closure device. The patient was admitted to the hospital and was given heparin to treat the thrombus. Three (3) days later the patient was discharged from the hospital with the thrombus still present. The patient was discharged on eliquis and aspirin with the plan to come back for an imaging procedure in six (6) weeks. The patient did not experience any other complications as a result of this event.